Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer troubleshot an issue with drawers sticking, replaced the bumper slides on drawers 4.1 and 6.1, and checked the remaining drawers on the pyxis unit to ensure all slide rails were functioning correctly; all drawers were tested and verified to be sliding properly. The fascia panels were also inspected, loose panels were identified, the screws were tightened, and overall operation was confirmed to be working correctly. The system functioned as intended a field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failure occurred. The main drawers 6.1 and 4.1 were sticking and did not function as intended.there were no delay or adverse events or injuries reported based on this event.